Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited far r-wave oversensing resulted in inappropriate pacing. The patient had no adverse consequences.